Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and non-calcified shunt vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the meter suddenly depressurized while increasing the pressure and the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.